Manufacturer narrative:
A review of lot file b313 was performed. There were no nonconformances reported. A system pressure occurred at 163ml checked for kinks, none were found and restarted testing. This lot met all release requirements. A review of complaints received for lot b313 was performed. There were 3 complaints reported for leak/spill to date for this lot. No trends detected. Service order # (B)(4) feedback: field engineer checked and cleaned all pressure transducers and all pump heads. Pressure transducers and pump heads ok. Ran section 7 system check outs. Instrument has been verified to operate as expected. The return was received for inspection. The diaphragm in the pressure dome was unseated, but no other signs of physical damage were found. Dried blood was found around the bottom of the pressure dome, confirming a leak had occurred. The pressure dome was fitted onto a pressure sensor, confirming a good fit. A pressure test was conducted to check for leaks other than through the unseated diaphragm. No leaks were found. It is likely that the pressure dome was not installed properly on the system pressure sensor by the customer or that the green shipping cap was mis-assembled to the pressure dome resulting in the membrane being pressurized during the sterilization process and becoming unseated. The installation of the green caps is under study and (B)(4) was approved to improve the cap installation process and instructions. No further investigation or corrective action will be taken. Complaints of this nature are monitored through tracking and trending. Should trend arise, further action will be taken. (B)(4). Refer to CAPA #(B)(4).

Event description:
The customer reported a blood leak. Name of complainant: same as reporter. Customer called to report blood leaking onto the pump deck during purging air phase of the treatment procedure. Customer stated that at 291 mls whole blood process, customer observed blood on the pump deck. Customer stopped the procedure right away and clamped the pt's access line. Customer then aborted the treatment procedure and did not return any blood or products to pt. Customer stated that when the kit was removed, there was blood below the pump tubing organizer (pto). Customer stated she could not tell if the leak was coming from the pto or the system pressure dome. Cts asked if there were any alarms during prime, customer stated there were no alarms during prime. Cts asked if there were any alarms during treatment procedure prior to observing blood on the pump deck. Customer stated there was a collect pressure alarm. Service order #(B)(4)will be dispatched. The customer returned the kit and smart card for investigation.